Manufacturer narrative:
It was notified that a septic knee was presented by patient due to a dental infection that traveled to the knee implant. Dental infection occured after implantation and patient did not take care of dental infection until the knee was septic. A revision of the knee is necessary but will not be scheduled until the patient is cleared of the infection.

Event description:
Septic knee due to dental infection.